Manufacturer narrative:
Update to g4: PMA/510(k) number added correction to h10: the complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Technical operations team performed retain testing and was able to confirm the customer complaint. The false positive test showed nominal cartridge performance, yet returned a false positive test result. No additional evidence was available for further root cause analysis. The root cause is undetermined.

Event description:
Customer reported 3 false positive test results for 3 individuals. This MDR is to document the false positive event for patient 2. See (B)(4) for the other two individuals. (B)(6) 2022: patient tested with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 24037h reader (B)(4)) and received a positive result. Patient then tested two additional times with the cue covid-19 test for home and over the counter (otc) use with two separate cartridge serial numbers on an alternate reader (cartridge sn (B)(4) lot 24037h reader (B)(4), cartridge sn (B)(4) lot 24037h reader (B)(4)) and received two negative results. (B)(6) 2022: patient was tested with the coronavirus sofia antigen nasal swab test and a negative result was obtained. Customer confirmed the devices and tests were all stored properly. The individuals had no symptoms.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were seven previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.